Manufacturer narrative:
(B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The international customer reported the ventilator failed during the power on self test due to post timer/24v failure. The customer reported there wasn't any patient involvement.